Event description:
Related manufacturer reference number: 1627487-2022-03973, 1627487-2022-03974. It was reported the patient experienced ineffective stimulation due to lead migration of the l5 lead following a fall from a seizure. During the surgery the physician accidently pulled the other leads out. Surgical intervention took place wherein two leads were explanted and replaced and the l5 lead could not be replaced due to scar tissue. Ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a s1, UDI: (B)(4), serial: (B)(4), batch: 7672404.